Manufacturer narrative:
Device passed the displacement test, sleep current test, active current test and self test. No audio anomalies or pump error 63 alarms noted during testing. Audio levels changed when adjusted. No pump error 63 alarms found in device history file. Audio or vibrate anomaly or absence of alarm not confirmed. Pump error 63 not confirmed. The power management tool indicated no abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph. Unexpected battery power loss not confirmed. Device was monitored for 24 hours with no suspend alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was not working since he put it on suspend mode and it did not beep or vibrate to remind the insulin pump was on suspend. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.